Event description:
It was reported that the 9800 system locked up and the monitors were blank. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into service.